Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown as it is unknown which sn lens was the suspect device. Catalog #: a complete catalog # is unknown as it is unknown which sn lens was the suspect device. Expiration date: unknown as it is unknown which sn lens was the suspect device. UDI #: a complete UDI # is unknown as it is unknown which sn lens was the suspect device. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00, which is distributed in the unites states under (B)(4).. Device manufacture date: unknown as it is unknown which sn lens was the suspect device. Device evaluation: the product testing could not be performed as it is discarded by the surgery center. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order. Trend analysis: complaint data was evaluated and the actual frequency of occurrence is 0.114% based on complaints potentially associated to haptic damaged and/or detached from (B)(6) 2017-(B)(6) 2017. Therefore, it is determined that no further action or escalation is required. However, johnson & johnson surgical vision will continue to monitor the performance of this device through routine tracking and trending processes. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency and the reported issue could not be verified. The reported issue of trailing haptic, however, will be addressed on corrective and preventive action (CAPA) for further investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that trailing haptic of model pcb00v tecnis monofocal iol (intraocular lens) was damaged and detached after implantation. It was noted that there was a sense of resistance more than usual when advancing the plunger and it is possible that it was not tucked. As a result, the lens was removed and exchanged. There was no patient injury reported. Two serial numbers were provided ((B)(4)); however, there was only one adverse event reported. In follow-up, the surgery center contact could not confirm which serial number was the suspect product and which serial number was the replacement lens. Therefore, this report is being submitted as an unknown serial number. No additional information provided.